Manufacturer narrative:
Device is a combination product. Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, stent damage occurred. Vascular access was obtained via the right radial artery. The stenosed target lesions was located in the mid to distal left main (lm) extending into the proximal left anterior descending (lad) artery. The physician pre dilated the lesion with an unspecified balloon catheter. A 3.5 x 16mm promus element stent was advanced through a 7f introducer sheath and a 7f guide catheter to the lesion and deployed (16-18 atm) in the mid lm (4.25 diameter) into the lad (3.5 diameter). The physician advanced a 4.0 x12mm nc quantum apex balloon catheter to post dilate the placed stent, resistance was encountered advancing into the proximal edge of the stent, the balloon bumped/jumped back into the stent. It was noticed the proximal edge of the stent accordioned. The physician post dilated the stent again with the 4.0 x 12mm nc quantum apex balloon catheter at 20 atm. Flow appeared normal. The procedure was completed with this device. There were no patient complications reported and the patient status is fine.